Event description:
It was reported that during device implant procedure, the atrial lead impedance measured after implantation showed an abnormal low. Due to this, the procedure plan was changed, and a different device was implanted. It was also reported that confirmed insulation damage of the atrial lead due to blood was observed penetrating into the insulation. The atrial lead was removed and not implanted, unknown whether the lead was replaced with a different lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and the outer insulation of the lead was extrinsically breached due to a cut. There was blood on the proximal conductor of the lead and it was not obstructed. Visual summary analysis of the lead indicated damage at implant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.